Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported by the physician to be due to an unspecified fungus. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started treatment with oral voriconazole (dose, frequency and duration not reported) for peritonitis. During treatment, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient was recovered. No additional information is available.